Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A manufacturing representative (rep) reported that they were going to meet with a patient who's device wont hold a charge. The rep was instructed to call back when they were with the patient. The rep called back and stated that the patient did not have their insr with them. The rep reported that the 8840 displayed a 0x8 message. It was noted that the patient was not recently recovering from an overdischarge but had one recovered during hurricane sandy. The patient was implanted for multiple back operations. Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient reported that over time the ins's ability to hold a charge slowly diminished. The cause of the 0x8 code is unknown, but technical services stated that the code means that the device was in overdischarge, but the patient was able to recharge the stimulator at home before the appointment. The patient and physician didn't want to do any further troubleshooting, with the age of the ins they scheduled a replacement for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.